Event description:
The distributor confirmed that the clinic does not have a certified solta cpt and the device was rented by the customer. The device is no longer in the clinic's possession. No further information regarding the event, patient, or the device can be obtained.

Manufacturer narrative:
According to the thermage cpt system user manual, blisters are a known possible adverse patient reaction to thermage cpt treatments. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blistering and scab formation. There is a small chance of scar formation. As the device is unavailable for evaluation, the treatment data logs were not provided, nor was other device system information, no causal factors can be determined, and no conclusions can be drawn. The trend analysis, risk analysis, and directions for use review were considered acceptable, with the product performing within anticipated rates. At this time, no CAPA is necessary.

Manufacturer narrative:
The investigation is underway.

Event description:
A patient reported via a 400-hotline, blistering of the right cheek one day after a thermage cpt treatment. The patient reported applying an unknown kind of burn ointment to treat the affected area. The current status at the time was reported as "slightly improved." The treatment head was authenticated, but the equipment was not scanned for authentication. After checking on the company's wechat account, it was found that there was no cpt registration. The consumer suspects that she received a fake cpt treatment. The associated device was rented by the user facility and is no longer in their possession, therefore data logs and system information cannot be retrieved. It is not possible to obtain additional event, patient, or device information at this time.